Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that failure to halt ablation occurred. A maestro 4000 controller was selected for a atrial fibrillation ablation. During ablation of the mitral isthmus when the physician stopped ablating with the foot pedal, the ablation continued. The ablation was stopped manually using the remote as soon as it was realized. No patient complications occurred.